Manufacturer narrative:
The events of "seroma" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.

Event description:
Patient reported unknown side seroma and capsular contracture, baker grade unknown. The device remains implanted.